Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-sep-2025, the user reported that the ilet device touchscreen was cracked and unresponsive to touch. The user reported that the ilet had been in his pocket and was unsure how the damage occurred. A replacement was arranged. No blood glucose impact or injury was reported.